Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2022-02586 for a similar event reported from the same customer.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device passed testing and inspection of the battery connector and latches with no discrepancies found. The device was recertified and returned to the customer. Review of the device activity logs showed multiple battery related error messages. These messages occurred many times prior to the reported event date. These advisory messages indicated to the user that the battery needed to be recalibrated. Since the battery was not recalibrated, the device was not able to accurately show the battery status. None of the battery related messages occured as a result of a device malfunction. This report has concluded that the device meet specification and that the user needs to revisit battery management practices to ensure the best possible result while the device is in clinical use with ac unavailable. Analysis of reports of this type has not identified an increase in trend.